Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with premature battery depletion from their implantable cardioverter defibrillator (ICD). It was unknown if there was a malfunction or if it was due to elevated capture thresholds from an original equipment manufacturer's left ventricular lead. The ICD was explanted and replaced on (B)(6) 2021. The lead was also capped and replaced. Patient was stable after the procedure.